Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1.1 mmol/l, leading to a seizure and a bitten lip. Reportedly, there is a potential concern of accidental insulin over delivery as it was identified in the history that multiple failed fill tubing events occurred. However, it could not be confirmed. The customer was treated with IV fluids and saline and carbohydrates to resolve the issue. Customer was discharged on (B)(6) 2026, with the issue resolved and no permanent damage.